Event description:
During a mammoplasty procedure, an infection developed around the area where the suture was used. No medical intervention was required.

Manufacturer narrative:
6/24/1998-supplemental report #1 sent to FDA. Device not rec'd for eval.